Event description:
The facility later reported the alleged failure was observed during routine test and not in pt use.

Event description:
Reportedly, the device took approx 10 times the expected period of time to complete a defibrillator charge. The facility reported there were no adverse effects to the pt resulting from the reported discrepancy. The pt was resuscitated.